Event description:
A report was received that the patient underwent a pocket revision due to difficulty charging. The ipg was located too close to the skin due to weight loss. The physician repositioned the ipg deeper. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
(B)(4).